Event description:
On (B)(6) 2012, the pt reported experiencing issues with e4 (occlusion) errors and elevated blood glucose. He stated, he usually clears the e4 error by changing the infusion site or infusion tubing. On (B)(6) 2012, he was hospitalized with elevated blood glucose of 598 mg/dl and he was diagnosed with diabetic ketoacidosis. He was treated with fluids and an insulin IV. He believes the infusion sets are the cause of elevated blood glucose. He did not have any issues until beginning use of his box of infusion sets. He stated, there is condensation in the cartridge compartment of the infusion device and there are air bubbles in the insulin cartridge. He stated, he does not wait for insulin to reach room temp prior to use and he was educated on the proper procedure. He stated, he has never changed the adapter and he was educated. The pt was sent infusion sets, adapters, and info on infusion site mgmt. No product will be returned for eval.